Event description:
It was reported that the customer had a no delivery alarm during basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 400 mg/dl. The troubleshooting was performed. The customer was advised to rewind the insulin pump, reinsert the reservoir and run manual prime to at least 5 units. The customer reported insulin pump alarmed during manual prime. The patient was advised that the alarm may be caused by a set/reservoir occlusion. The customer was advised to replace the set and reservoir as soon as possible. The patient will need to call back with set change to continue troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.